Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dosage, duration and frequency not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.